Event description:
It was reported that the device leaks water. No additional information.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Received device with missing drain fitting, cracked tank cover, and front cover. Leaked water from the tank cover. After visual inspection, the technician filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The tank started leaking. The customer issue was confirmed. The root cause was determined to be customer damage. Actions were taken to mitigate the reported issue: replaced tank cover. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information in b5, h3, h6 and h10.

Event description:
Additional information: no patient injury was reported.